Manufacturer narrative:
H10: the actual sample was not available; however, a photograph of the sample was provided for evaluation. The visual inspection for the photo showed the product during priming and a puddle of water in the product holder. Due to the absence of the actual sample and better photos of the area of the leakage, the cause of the fluid could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a polyflux 17l set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: e1: initial reporter address: (B)(6). E1: initial reporter city : should additional relevant information become available, a supplemental report will be submitted.